Manufacturer narrative:
The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is relationship of the device to the reported issue. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
It was reported by the customer that the oxygen flow was too low. No patient involvement .